Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: during investigation, a review of pump black box data and alarm history showed a cs 054 alarm occurred followed by a cs 064 motor error and cs 078 motor rewind error. The pump powered on to the verify screen and the display screen was found to function properly; the complaint of a blank screen was not duplicated. A cs 054 may cause the display to be blank for several minutes. During evaluation, the pump was opened and the display screen was found to be intact with the display flex cable secure and fully seated. Unrelated to the complaint, there was evidence of moisture found internally on the force sensor, support bracket, main pcb and inside cover. Also unrelated to the complaint, investigation revealed a crack in the battery compartment and multiple cracks in the pump case near the top right corner of the display lens at the case seal and on the left side of the keypad to the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.